Manufacturer narrative:
This report is for two unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 02.211.0xx provided. It was reported the two broken screws were not explanted during the revision procedure on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a fibrous non-union with one screw breakage in the olecranon and one screw breakage in the radial head prosthesis osteolysis. All of the implants were explanted except for the two broken screws. No fragments were generated and there was no patient harm reported. Patient status/outcome was reported as stable. The provided x-rays were reviewed by the manufacturer and it was noted that radiolucency could be seen around the implant stem and screw breakage was seen in the olecranon area. Concomitant medical products: 24mm cocr radial head (part 09.402.224, lot 7855876, quantity 1); 7mm ti straight radial stem size 7 (part 04.402.007, lot 7855593, quantity 1), and 2.7mm/3.5mm va-lcp x-articlr proximal ulna pl 6h/rt/131mm plate (part 02.107.406, lot 7958033, quantity 1). This report is for two unknown screws. This is report 1 of 1 for (B)(4).